Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one (1) year and three (3) months post-implantation, the patient underwent revision surgery due to loosening. Due diligence is in progress for this event; to date no additional information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni; unknown articular surface: catalog#ni, lot#ni. G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: medical product: tibia fixed cemented right size d stem extension use required: catalog#42542006702, lot#64753237; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#42557000114, lot#65635760 or 65793242; femur cemented standard right size 3: catalog#42504605402, lot#64900831; articular surface fixed bearing posterior stabilized (ps) right 16 mm height: catalog#42522400416; lot#64798951. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: tibial implant loosening of the right knee arthroplasty. Root cause was unable to be determined. Reported event was confirmed by review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately one (1) year and three (3) months post-implantation, the patient underwent revision surgery due to loosening of the tibial components. The affected components were replaced without complication. All available information has been reported.